Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported there was a problem with the insulin pump; it has been alarming no delivery. Customer has been having issues since (B)(6). Customer's blood glucose was 181 mg/dl. Customer was advised to disconnect from the device. Then he disconnected and reconnected tubing and reservoir. Connection was verified by tugging on the connector. Customer was advised to manually push insulin through tubing with the plunger, insulin did exit. Customer was advised to use to connect a new infusion set and current reservoir, manually push insulin, and insulin did not exit. Customer used a new reservoir and current infusion set, manually pushed insulin, and insulin did exit. Manual prime was performed and device did not alarm. Customer was advised changing the reservoir and device. No further information reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.